Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 1000 mg/dl; cause was unknown. Customer changed pump supplies and administered a manual injection to address bg. Additionally, it was reported that the customer experienced a low bg of 20 mg/dl; cause was unknown. Customer consumed carbohydrates and glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.